Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the four bolts that secure the yoke of the microscope were loose. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported the 4 screws above the libero, which helps secure it to the to the articulating arm assembly, were tightened. The system was then tested and met all product specifications. The system was manufactured on december 15, 2015. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The operator¿s manual notes, it is the responsibility of the user to ensure that all optical components are secure prior to the use of the system. The root cause of the reported event can be attributed to loose screws. The manufacturer internal reference number is: (B)(4).